Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-11416, 2017865-2019-11415. It was reported that the patient presented in clinic with sensing issues on the right ventricular lead and left ventricular lead. Programming changes were made to the right ventricular lead, and the left ventricular lead was programmed off. The patient became symptomatic without a left ventricular lead. The leads were explanted and replaced. During the procedure, the right atrial lead dislodged and was replaced. The patient was stable.